Event description:
The nurse of a (B) (6) female pt contacted lifecor customer support to report that the pt was getting many check belt messages. Support had the pt download and the download revealed fall off and abundant artifact. Support had a territory manager (tm) visit the pt and the tm replaced the pt's electrode belt.

Manufacturer narrative:
Device eval summary - device eval of electrode belt (B) (4) has been completed. The reported problem was confirmed. The electrode belt was found to have a short circuit in the ECG b. The -5volt lined was shorted to ground. The short was fixed. The electrode belt was refurbished. Baseline eval was performed and the cardiac signal now appears normal. The electrode belt was returned to stock. The root cause of this short circuit is unknown, but is likely due to strain placed on the cable. The electrode belt short circuit was fixed. No adverse event resulted from the faulty electrode belt. The pt received a replacement electrode belt.